Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was admitted with severe chest pain. Coronary angiography noted a fully occluded mid right coronary artery (rca). Percutaneous coronary intervention was performed. Pre-dilatation was performed using a semi-compliant dilatation catheter. The 3.5 x 23 mm xience prime stent was deployed at 16 atmospheres. Post stent implantation, a dissection was noted at the distal end of the stent. The dissection was treated using a second xience prime stent. There was no adverse patient sequela. No additional information was provided.